Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead superior vena cava (svc) coil having out of range impedance which were fluctuating from 50 to 125 ohms. Follow up determined that it was thought that another lead may be interfering with the rv lead, so defibrillation threshold testing was done and the settings were reprogrammed to inactivate the other lead and then the svc impedances of the rv lead were fine. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.